Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary #the device was returned and analyzed. There were no anomalies found.

Event description:
It was reported that the patient experienced pain in the implantable cardiac monitor pocket when exercising. The icm was removed and not replaced. The patient is a participant in the (B)(4). No patient complications have been reported as a result of this event.